Manufacturer narrative:
(B)(6).

Event description:
It was reported that pinhole and balloon rupture had frequently occurred. The 90% stenosed target lesion area was located in a moderately tortuous cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in vascular access interventional therapy. During the procedure, it was noted that there was a frequent occurrence of pinhole and balloon rupture. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that pinhole and balloon rupture had frequently occurred. The 90% stenosed target lesion area was located in a moderately tortuous cephalic vein. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use in vascular access interventional therapy. During the procedure, it was noted that there was a frequent occurrence of pinhole and balloon rupture. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.